Manufacturer narrative:
A ge service representative performed an on site investigation. The bios battery, hard drive and cpu board were in need of replacement. The fe ordered parts and will be going back to replace them. No further service information is available at this time.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.